Manufacturer narrative:
The reported event is confirmed as manufacturing related issue which could be due to low rubberized thickness. Evaluation found tear on the rubberized layer of the inflation lumen which caused water leakage. The device history record was reviewed and found a possible issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use: when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] No substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely.] Do not wipe catheter surface with organic solvents such as alcohol. Do not aspirate urine through drainage funnel wall."

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon due to water leakage on the day of placement. Per additional information via e-mail, from ibc representative on 29jun2020, a damage look like a pinhole was observed near the trifurcation of the funnel.